Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset procedure, and advised the customer to call back if the malfunction code reappeared. After the reset, the malfunction did not occur again, and the customer could continue using the pump.